Manufacturer narrative:
H10 - the device is not available for evaluation.

Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the device a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event occurred on an unspecified date at 2330 hours and involved an unspecified plum pump that alarmed for ¿distal occlusion and backprime¿ during an infusion of levophed at an unspecified rate. The clinician backprimed but failed. While troubleshooting and changing to another pump, the patient¿s heart rate, blood pressure and oxygen saturation dropped to 50/min, 78/40mmhg, 88%. The physician was called rt at bedside, added an epinephrine infusion after few other unspecified medications were given, then the patient was stabilized with levophed at 40, epinephrine at 10.